Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: a review of the prime history indicated large prime volumes. During a rewind attempt, the pump emitted a cartridge not detected alarm. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor. (B)(6). Correction number: 2531779-03/24/2010-003-r.